Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of exposed wires was confirmed. Visual inspection of the returned material revealed functional damage to the power extension cable in the form of exposed, frayed, and broken internal wires from the area where the wire joins with the pvc overmold. The unit was returned with software version 1.2.0-r6 installed. A known working test power extension cable was used for performance testing due to functional damage to the one returned. No attempt was made to power on the unit using the power extension cable it was originally assembled with as a safety precaution to avoid an electrical hazard. The unit powered on successfully in conjunction with the test power extension cable or when the power supply was connected directly to the power connector on the i3 stuffed printed circuit board. No software malfunctions or anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.